Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that one day post implant, the lead was not capturing. At high outputs the lead was capturing. The output was programmed to a lower setting and intermittently captured was noted. It was also reported that there was t-wave oversensing. The second day post implant it was reported that the output was programmed lower and the lead was now capturing at acceptable outputs. It was observed a short time later that the lead was not capturing at high outputs. The lead remains in use per the physicians decision. No patient complications have been reported as a result of this event.